Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), crying ("cry a lot mostly about the smallest things/I do it also. The littlest of the things"), abdominal pain ("extreme abdominal pain") and endometriosis ("endometriosis"). The patient was treated with surgery (full hysto). Essure was removed. At the time of the report, the back pain, crying, abdominal pain and endometriosis outcome was unknown. The reporter considered abdominal pain, back pain, crying and endometriosis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received:medical device removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.